Event description:
Customer's daughter reported blood glucose result of 399 mg/dl and 180 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on result. No adverse event reported. A request was made for the return of the system, replacement was sent.